Manufacturer narrative:
The reported event was unconfirmed. An amber lubricath catheter was returned without its original packaging. No balloon damage was found. The catheter was attempted to be inflated with 10 ccs of air using 10 cc leur lock syringe and the inflation funnel inflated. The catheter was also attempted to be inflated with 10 ccs with water with the same results. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst.". The user guide currently contains instruction that would assist in preventing potential user related causes of reported issue." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon damage was found during pretest. Per additional information received via email on 13 december 2019 from ibc representative, there were no visible defects on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that balloon damage was found during pretest. Per additional information received via email on 13 december 2019 from ibc representative, there were no visible defects on the catheter.